Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and the sensor glucose level was 224 mg/dl at the time of the incident. The customer stated that the sensor glucose off from the blood glucose by 200 points and had high and blood glucose. The customer declined troubleshoot. The insulin the pump will not be returned for analysis